Event description:
The event is reported as: complaint alleges: after firing there, is a sharp piece of metal exposed at the head of the trigger on the underside of the stapler. This has pierced surgical gloves. Unknown if there was any injury to pt or healthcare worker. Additional info was requested but not received in time for this report.

Manufacturer narrative:
Unknown if the sample is available for investigation.